Event description:
The patient called lifescan and alleged there were segments missing from the blood glucose display. A medical professional was contacted for advice and the patient was advised to call lifescan. No symptoms of high or low blood glucose were reported at the time of concern. The customer care representative performed troubleshooting and verified the missing segments. The meter replaced and return is expected.